Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, while advancing the filter through the deployment sheath the pusher pad gripper became disconnected from the filter hook interface; however, additional manipulation with the deployment system was needed to complete the deployment. Upon deployment some filter legs did not fully expand; therefore, a snare device was used to capture retrieve the vena cava filter. Another filter was prepped and successfully deployed without incident. There was no consequence or impact to the patient reported.

Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. Some filter legs failing to expand resulted in the prolongation of the procedure and no patient injury or adverse patient outcome. The device has been received and inspection is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the filter appeared to be clean. All (B)(4) arms and (B)(4) legs were present and intact. No limbs were crossed. No anomalies were noted to the filter. All measurements met the required specifications. Functional/performance evaluation: not applicable. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the filter was returned with all (B)(4) arms and (B)(4) legs present and intact. The filter was fully expanded without crossed limbs. The filter met all required specifications. As no cine runs or images were provided, the investigation is inconclusive for dislodged or dislocated and failure to expand. It is possible the user retracted or twisted during advancement which could cause the gripper to disengage from the filter and have issues with crossed or twisted limbs during deployment. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.